Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that when placing the screws the surgeon felt he was low, but when placed they were actually high. The site was using non-medtronic metal. The site used a medtronic imaging system to register the patient with no frame movement. Three out of the four screws were revised/replaced. There was no impact to the patient outcome and a less than 1 hour delay to the procedure.

Manufacturer narrative:
Additional information provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of this issue was believed to be due to the drape that the site uses that is a plastic window covering over the frame.

Manufacturer narrative:
Other applicable components are: product ID: 9733686, version: 2.1.0. If information is provided in the future, a supplemental report will be issued.